Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states foot and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. Conclusion: the subject lead was returned with damages to the insulation and coil in the distal end of the lead. It is hypothesized that this damage may have incurred as a result of insertion of the lead into an introducer with a silicone valve. This may have also contributed to the other issues identified by the physician in the report: "floppy handling" and "no possibility to maneuver". Regarding the stylet insertion difficulty, this may be attributed to the bend sustained to the center of the green-handled stylets. The damages identified to the lead and stylets are not considered to be manufacturing defects, because, there are controls in place to disallow gross defects such as these. The results of the subject investigation are retained and utilized for trending purposes.

Event description:
"Floppy handling" of lead with "no possibility to maneuver, or insert stylet" during an implant attempt was reported.